Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission :03/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2016 with the following findings: the keypad was fully intact and all of the buttons were fully responsive during the investigation. The keypad cover was removed and no contamination was found under the button contacts. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the audio bolus button cover was damaged, but still responsive. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.